Event description:
Philips received a complaint on the v60 ventilator indicating that there was a touchscreen issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) confirmed the misalignment of the touchscreen reported by the customer. The touchscreen issue was not resolved or improved by calibration. The asp replaced the touchscreen and the issue resolved. No other abnormalities with the device were observed following the part replacement. The asp completed a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for an evaluation by a pil technician (tech). The pil tech installed the replaced touchscreen into a pil test device, and the part failed the touchscreen flex circuit resistance testing. The high out of specification results were found to be the cause of the touchscreen touch position misalignment issue, and the alleged touchscreen issue was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(4).